Event description:
Product started on fire during surgery. No injury resulted.

Manufacturer narrative:
The effected instrument was returned and forwarded on to manufacturer where an investigation into the complaint is on going. A review of our DHR and complaint history trending has been initiated. The result of this investigation is not complete at this time, however, as soon as all information is reviewed to determine if a corrective and preventive action is necessary; a follow-up report will be submitted with the information.